Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the customer's condition had improved - able to establish contact with customer who stated their condition had improved and that they did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Customer stated they have performed additional blood tests with the device and were satisfied the products were working as intended.

Event description:
Consumer reported complaint for hi blood glucose test results. At the time of the call the customer reported feeling lightheaded; medical attention was not needed at the time. Meter serial number and test strip lot information were not provided. The customer declined to troubleshoot; no further information was able to be obtained.